Event description:
Overdelivery reported. The pump had been set to infuse meperidine 10mg/ml with a 20mg pca does, 6 minute pt lockout. 300mg 4 hour limit and an 19mg loading dose at startup. The first vial delivered accurately as programmed. A second 300mg/30 ml vial was placed at approx 9:25 pm. The nurse did not report any problems seating the medication vial/syringe. The pump history indicates many check syringe/injector alarm/vial alarm notations at that time. At approx 10:34 pm, the pt was found in respiratory arrest and a code was called. Narcan was administered and the pt reportedly responded quickly. She did not experience any adverse sequelae and was subsequently discharged home. Nurses report that at the time of the code, the display did not indicate any delivery had occurred, however, approx 120mg - 140mg of meperidine was gone from the vial. This amount was allowed within the prescriptive parameters over the one hour period in question, however, the pump did not indicate any delivery had occurred after placement of the new vial. No add'l info was available.